Event description:
Caller reported that the pump battery depleted too quickly. There was no adverse impact to the customer's blood glucose level. Customer was instructed to uninstall and reinstall the mobile app to manage the battery issue and to monitor if depletion exceeds 35% per day, which they understood and acknowledged. They were advised to call back if any alerts or alarms contributed further to battery depletion.